Manufacturer narrative:
According to available information, no return of product is intended. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a surgical procedure, this implantable cardioverter defibrillator (ICD) device was removed due to erosion at the pocket site. The device was not replaced as the patient with this device is hospitalized in serious condition for non-device related issues. There was no allegation against this device.